Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis system was not power on and could not be recovered. A field service engineer (fse) upon arriving on site, inspected the station and discovered that the auxiliary for drawer 3.2 was causing the system to fail. After thorough troubleshooting and corrective actions, the issue was isolated to the controller board on drawer 3.2. Fse successfully replaced the faulty board, powered the station back on, and ran diagnostics using the hardware testing application. All tests passed, confirming the station was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis would no longer power on and user tried rebooted from switch and by unplugging from wall and unit, as well as plugging into another outlet. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.